Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the laryngo videoscope exhibited part of the connecting tube had fallen off. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that part of the connecting tube fell off. However, the definitive root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.